Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used, contaminated, sample without packaging was provided for evaluation. It was noted that the set originally included an attachment at the end, which was removed prior to testing. The sample was visually inspected and subsequently evaluated using a piggyback test, during which it was connected to an infusion pump running at a flow rate of 299 ml/hr for fifteen minutes. At the same time, a secondary IV bag containing green dye was attached to assess potential backflow at the distal backcheck valve. No backflow was observed during the evaluation. The sample was then gravity primed, and no occlusions were detected. Additionally, no alarms were triggered throughout the investigation. Based on the investigation findings, the sample met internal specification; therefore, the reported defect was not confirmed. Although the reported defect was not confirmed, due to other reports of this nature, the manufacturer has initiated a corrective action and preventive action (CAPA) in order to further address issues with sets which are unable to prime and backflow during secondary infusion with IV sets due to the improper functionality of the backcheck valve. A supplier corrective action request (scar) was created to the supplier of item #a2505007, the disk within the valve. Investigation was performed by supplier and collaboration to target a higher coating thickness of the disk. Due to multiple complaints reported for unable to prime and backflow in space pump IV administration sets, a root cause investigation was performed. Based on evaluation of potential root causes through root cause analysis tools fishbone diagram and contradiction matrix, root cause is determined to be insufficient coating on a2505007 disks used in s5401011 valves. Contributing factors include that design verification testing was not performed on upper and lower limit of 0.5-1.0-micron coating specification for a2505007 disks, that there is currently no post-sterilization testing in-process to identify sticking disks, and at incoming inspection of a2505007 coating thickness is not inspected and coating certificates are not reviewed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason for complaint: pal tubing got restrung as is done daily, pump began beeping off, when rn checked the patient the blood from the arterial line had been backed up and was leaking out of a port of the tubing. Confirmed through flushing as it was still leaking out of that (connected by manufacturer) port. No injury reported.